Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. Patient information is limited due to confidentiality concerns. The date of death was not available at the time of this report; nor was it indicated in the article that the deaths were lead-related. The gender of the baseline characteristics is male and the baseline age is (B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or lead serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿cardiac resynchronization therapy using quadripolar versus non-quadripolar left ventricular leads programmed to biventricular pacing with single-site left ventricular pacing: impact on survival and heart failure hospitalization.¿ journal of the american heart association. 2017; 6(10). Doi: 10.1161/jaha.117.007026. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable left ventricular (lv) pacing leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient deaths were referenced in the article, with no specific manufacturer/device serial number correlation. The article indicated that the deaths of unknown cause. Further follow up did not yet yield any additional information. The cause of death and device relatedness has been requested, but not yet received.